Manufacturer narrative:
On 11-nov-2015, an fse was dispatched to the customer site to address the reported event. The fse found no-flow in the diluent flow when priming and tested the flow at the output of the diluent pump and noted just a couple of drops coming out. The fse found the tubing under the analyzer cart was folded over itself. The fse unclamped the tubing and straightened it and tested the flow, the flow was good. The fse reinstalled the covers on the analyzer and ran start up and samples with no errors. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the diluent tubing was kinked inside the analyzer cart. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported 2105 diluent suction error with the aia-900 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.